Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the area of the gsv reflux involved distal leg and cannulation site was just above ankle. The skin was lipodermatosclerotic, though thinner than most lipodermatosclerotic skin. The access site was not involved, was several spots proximal to this. The patient was being seen in the wound clinic. It is reported a piece of material came out of one of the wounds and it was a vein due to the glue getting into other veins. Patient¿s reported issue is reported to have almost healed, small amount eschar at last visit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal closure system to treat the entire great saphenous vein (gsv) on (B)(6) 2019. It was reported that the vein closed, and the procedure was completed per the IFU. Post-operatively, it was reported that a small portion of vein expelled out of venous stasis ulcer.